Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2254687 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2025. On evaluation of the device, the following was observed: visual inspection: safety wire returned in place. Red shuttle past the 9th dimple (before ponr). Break observed in the clear section of the introducer. Introducer appears to be cut in 2 places; at the zip port and at the end of the clear section. Flexor bunching observed distal to the zip port. Functional inspection: handle actuating fine for deployment and recapture. Safety wire removed with no issue. Unable to deploy stent. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿equipment required¿ ¿.035 inch wire guide¿. "Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is evidence to suggest that the customer did not follow the instructions for use. From the information provided, a 0.025 inch wire guide was used with the device. Additionally, it is known that the product was not inspected for kinks or damage before use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause was established. The user has not complied with the requirements of the IFU/label. From the information provided a 0.025 inch wire guide was used as opposed to the required 0.035 inch wire guide. The use of a smaller than required wire guide would not have supported the device adequately, potentially causing a kink on the introducer, this may have led to an increase in deployment force leading to the introducer break in the clear section, as a result, the stent could not be deployed. Bunching observed in the lab evaluation was likely due to actuation of the trigger after the flexor had broken use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, during an attempt to insert an evo-fc-10-11-6-b stent in the biliary tract, the sheath of the introducer burst. No adverse effects were reported as a result of this occurrence.

Event description:
Cancellation report is being submitted due to the completion of the investigation on (B)(6) 2025. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. 1. At what stage of the procedure did the complaint occur? · during stent placement 2. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? - no 3. Were any defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no - no 4. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? - 3-4 cm 2. Was there resistance felt passing wire guide through stricture? N/a, yes, no - no 3. Was there resistance felt passing the evolution through stricture? N/a, yes, no - no 4. Was the stricture dilated before stent placement? N/a yes, no - no questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? N/a, yes, no - no 2. Was resistance felt during insertion into patient? N/a, yes, no - no 3. If yes, at what point?

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During an attempt to insert a stent in the biliary tract along the wire guide, the sheath of the introducer has burst, what made it impossible to expand and insert the stent.